Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that an unknown boston scientific resolution clip was used during an endoscopy procedure on (B)(6) 2025. First unknown boston scientific hemostatic clip was successfully deployed, a second unknown boston scientific hemostatic clip was attempted; however, it did not deploy adequately and was left in the duodenum. At the end of the procedure, no further bleeding was observed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an unknown boston scientific resolution clip was used during an endoscopy procedure on (B)(6) 2025. First unknown boston scientific hemostatic clip was successfully deployed, a second unknown boston scientific hemostatic clip was attempted; however, it did not deploy adequately and was left in the duodenum. At the end of the procedure, no further bleeding was observed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a15 captures the reportable event of difficult to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".